Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility representative reported a colleague infusion pump with a "battery failure." Baxter quality engineering determined that the event occurred during delivery. There was no report of patient injury, adverse event or medical intervention associated with this report. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).